Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with ceftazidime, intraperitoneally (ip) for 2 weeks (dose and frequency not reported). At the time of this report, the patient was recovered from the peritonitis event. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported the patient had experienced peritonitis in (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).